Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for an angioplasty treatment procedure there was an issue with the packaging. The 6.0x40x80 wanda balloon catheter "jumped" out of the tray during unpacking and it was reported that something is wrong with the packaging. No patient complications were reported. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during preparation for an angioplasty treatment procedure, there was an issue with the packaging. The 6.0x40x80 wanda balloon catheter "jumped" out of the tray during unpacking and it was reported that something is wrong with the packaging. No patient complications were reported. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluation: the device was received in its outer tray. The seal on the tray had been peeled open. The catheter was inside the tray however, the protective inner tray was not returned. As a result the device was free moving inside the outer tray unit. There was no visible evidence of any device use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).